Event description:
The following has been reported: biomed reported: it was reported that the pump needs service. Biomed cleaned the av (actuator valve) pins and loading guide. There was no problem while testing. Searched the history log for errors. There were pump problems on the following dates and times: (B)(6) at 2:03,3:41,9:42, (B)(6) at 11:02, (B)(6) at 17:25 and 17:29. No patient harm reported. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.